Event description:
The left neck was prepped with tinted chloraprep. Area draped. After working on other areas around the face, the left neck was undraped (approximately 35 minutes after prep). A flash fire occurred when the esu was ignited. Superficial partial thickness burns occurred to the posterior neck, ears and upper back. Additional information obtained from the site: product # 260815, 26ml applicator. The patient experienced first and second degree burns. Valleylab force fx-c, f2c 21244a.